Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed insulin flock blocked. The customer¿s blood glucose level was high at 324 mg/dl at the time of the incident. Customer stated that they tried all remedies and there was reoccurrence of the insulin flow blocked alarm. Customer treated their high blood glucose values with insulin shots and declined troubleshooting for the same. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.